Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that they were no circumstance which led to the malfunctioning of the device. The patient did not know if the lead was the cause but they asked their surgeon and was told it was a possibility. The patient indicated that their weight has remained between (B)(6) for the past 7 or 8 years.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1a1fd, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 25-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient stated device couldn't be programmed which started 4-5 weeks after (B)(6) 2016 and it was replaced. There was no symptom reported.